Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 for symptoms of nausea and vomiting. Diagnostic testing of the following was performed: ultrasound of the abdomen, kidney, ureter, and bladder, coronary computed tomography angiography (cta) of the abdomen, colonoscopy, upper gastrointestinal (gi) series, and blood cultures. Blood cultures were positive for streptoccal bovis bacteremia. No additional testing results or images were the infection source was unknown and not thought to be device related. The patient was treated with intravenous antibiotics and discharged home once symptoms resolved on (B)(6) 2023. The continued plan of care was to monitor outpatient on ongoing basis.